Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found fluid had leaked from reagent probe a. Fse replaced the reagent probe a wash collar vacuum valve (solenoid valve) to resolve the leak issue. No further leak issue observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported fluid leaked from reagent probe during a start up maintenance on their unicel dxc 800 instrument. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.